Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate, the battery gauge was fluctuating and that the pump time was incorrect, cause was unknown.